Event description:
It was reported that the customer's experienced difficulty with inserting the sensor. The customer expressed pain so she removed the sensor. The customer stated that one of the sensors was bent and that she had gone through three sensors. The customer also experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer had treated her blood glucose with a manual injection. The customer also gave herself an extra bolus. The customer confirmed that the issue did not result in a serious injury or hospitalization. Advised that a replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.